Manufacturer narrative:
The affected pk papyrus stent system was not returned and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of the left main. The device would not cross.

Event description:
A pk papyrus covered stent system was selected for treatment of the left main. The device would not cross.